Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the permanent cautery hook instrument to perform failure analysis. The instrument was found to have thermal damage on the monopolar yaw pulley at the distal clevis. Material does not appear to have burnt off from the charring that occurred near the distal clevis. The instrument passed the electrical continuity test. Components adjacent to the yaw pulley do not show thermal damage. The probable root cause of the thermal damage is primarily attributed to the use conditions of monopolar energy if the lowest power or effect setting possible is not used for the minimum time necessary to achieve the desired effect. If this instrument has thermal damage but no damage to the conductor wire and/or ceramic sleeve, then this damage is the result of capacitive coupling, which is the transfer of electrical energy between two conductive materials that are separated by intact insulation. Capacitive coupling from the distal electrode should be detectable by the user as the distal electrode should always be visualized when energy is activated.

Event description:
It was reported that during a da vinci-assisted surgical procedure, a permanent cautery hook instrument had a broken tip. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter to obtain additional information; however, no further details are available regarding the reported event.